Manufacturer narrative:
(B)(4). The device (catalog#) is not sold in the us. Similar device sold in us.

Event description:
Customer reports: the catheter could not be advanced over the guide wire, the catheter was blocked near the junction hub. A new catheter was used successfully.

Manufacturer narrative:
Qn# (B)(4). The customer returned an opened kit containing various contents including a cross-sectioned catheter and a guide wire. The returned guide wire contained one small kink near the proximal end. The coils were slightly offset. The returned catheter was cut at the juncture hub; the catheter body was not returned. The guide wire contained one kink from 0-12 mm from the proximal end. The length and outer diameter of the returned guide wire were measured and were found to be within specification. The returned guide wire was able to pass through the returned portion of the catheter with minimal resistance. All three extension lines of the catheter were flushed using a water filled lab syringe. The catheter functioned as expected. A manual tug test confirmed both the distal and proximal welds are fully intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint of difficulty passing the guide wire through the catheter could not be confirmed by complaint investigation. The guide wire passed through the returned catheter with minimal resistance. However, the guide wire contained one slight kink. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reports: the catheter could not be advanced over the guide wire, the catheter was blocked near the junction hub. A new catheter was used successfully.